Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. File analysis was conducted, and the following error codes were found in device memory, d61a0, fad4e, 4cf4f and fafa1. The error codes d61a0, fad4e, and 4cf4f were not able to be replicated during analysis. Similar product behavior has been seen previously for error code fafa1 and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmers control center which requires the programmer to be restarted to clear the error. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmers lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer touchscreen experienced an anomaly. The programmer was shut down and restarted to resolve the issue. No adverse patient effects were reported. This programmer was returned for analysis.